Manufacturer narrative:
(B)(4). Date sent: 12/04/2019. Additional information received: claiming discontinuous linx. The device is scheduled to be removed on 12/9. They are currently exploring the option of a nissen fundoplication. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What symptoms lead to the discovery of the discontinuous device? When did they begin? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. It was reported that the removal of the linx device is scheduled for 12/9 and you have the return kit in your possession. Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared?

Manufacturer narrative:
(B)(4). Date sent: 01/02/2020. Additional information received: linx was explanted. The patient did not have a discontinuous linx device. The patient did have a lxmc15. There were no issues removing the device. The surgeon repaired the crural defect after the removal and did not do any type of reflux procedure. When he started the case, he felt like there was some crural laxity but did not feel that the patient had a hernia. He speculated that the laxity may have attributed to the reflux symptoms. He said that the patient had the linx placed in 2015 at a kaiser facility in california. He was not aware if this patient had a ¿minimal dissection¿ originally when the linx was placed. He was able to find the posterior vagus nerve when removing the device and did not cut it. There were no issues during the procedures.

Manufacturer narrative:
(B)(4). Date sent: 11/11/2019. The DHR for lot 8103 was reviewed. No defects, ncrs, or reworks related to the product complaint were found. Lot 8103 was an affected lot of the 2018 linx recall. The following information was requested, but unavailable: were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Have you had any diagnostic testing done to address the symptoms you are experiencing while the device is implanted? If yes, what diagnostic testing was done, and have you received the test results? Besides omeprezole 20mg, have you been prescribed medication? If yes, why was the medication prescribed? Was the medication prescribed to treat the dysphagia, gerd, etc. Were you taking this medication prior to implant? Are you currently taking steroids / immunization drugs?

Event description:
It was reported that the lxmc15 was implanted on (B)(6) 2015 and had relief of symptoms (regurgitation and reflux) for about a year. Now has symptoms of pain (which was not before), best described as chest pain. Patient also now has symptoms of gerd. The reflux came on after a year from the implant and the patient was put on medication, omeprezole 20mg and they have taken it once a day since the onset of symptoms. The device is currently implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Date sent: 06/17/2020. Device analysis: the visual analysis, link length, and force test results: the 15-bead linx device was returned in one piece. The locked clasp beads couldn¿t be unlocked presumably due to tissue, etc. Interference. An exposed visible weld ball that was disconnected from an adjacent male bead case was observed. Several score marks were observed on the wire with the exposed weld ball, the weld ball, and the beads adjacent to the separated junction. In addition, the male bead case surface around the through-hole appeared to be domed outward. The link length and tensile force measurements were found to meet the applicable specifications. The CT analysis: the device was scanned using computer tomography (CT) to get the diameter measurements and study the structure of the affected components. The male bead case through-hole diameter was measured and found to be out of specification. The exposed weld ball diameter was measured and was within specification. The CT image of the cross section of the male bead case showed a slight rim on the outer edge of the through-hole. In addition, the male bead case wall, intended to hold the weld ball, appeared to be bent outwards. This was inconsistent with the device design. Additional information was received that stated ¿the patient did not have a discontinuous linx device¿, it is assumed that the device was continuous at the start of the explant procedure. It is probable that during the device explant, the surgeon used tools to apply a high tensile force on the linx device resulting in the outward doming of the male bead case wall, creating a slight rim around the outer edge of the through-hole, and, ultimately, pulling the weld ball out of the male bead case. No strong conclusions could be drawn about the size of the through-hole diameter prior to the explant procedure. The DHR for lot 8103 was reviewed. No defects, ncrs, or reworks related to the product complaint were found.